Manufacturer narrative:
The device will not be returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient utilizing a vest apx system sustained a shift in their pacemaker device. Reportedly the vest shook the patient ¿so bad¿ that it moved the patient¿s implanted, unstitched pacemaker device two inches to the left. This caused the patient¿s heart rate to lower (rate unknown). The patient required surgery to repair the pacemaker. There was no allegation of a device malfunction, and the device is not being returned. The patient¿s healthcare provider advised the patient to resume therapy 6-weeks post recent procedure. An in-home patient follow-up visit is planned upon the patient¿s clearance to resume therapy, for confirmation of device setting, and garment fit. No further information was available at the time of this report.